Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found transducer fault in error log. Replaced defective main pcb kit. Unit meets factory specs.

Event description:
The customer reported that while in patient use the ventilator went inop, no negative outcome. Patient switched to another vent.